Manufacturer narrative:
(B)(4) no longer applies. Recall and notification with correction number z-0497-2013 no longer applies.

Event description:
Additional information was received from the hcp via a manufacturer¿s representative on (B)(6) 2017. It was reported that the cause of the motor stall was not determined and that the current pump settings at explant and logs were included in the return. It was indicated that the current status of the pump was that it was explanted but the representative could not acquire the pump to be returned last night due to facility guidelines. It was noted that the patient¿s weight at the time of the event was (B)(6). Logs examined on (B)(6) 2017 at 17:43 with the last change being on (B)(6) 2017 at 11:49 were submitted. The logs showed that the pump was being used to deliver sufentanil [200.0 mcg/ml] at a dose of 1.23 mcg/day and bupivacaine [20.0 mg/ml] at 0.123 mg/day, via minimum rate infusion mode. The logs showed a motor stall occurred on (B)(6) 2017 at 05:45 with a motor stall recovery on (B)(6) 2017 at 19:40. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have magnetic resonance imaging (MRI). It was related that the morning on (B)(6) 2017 the patient noticed the pump was alarming. The hcp interrogated the pump and the logs showed a motor stall occurred on (B)(6) 2017. It was indicated that magnetic interaction and electromagnetic interference (emi) were denied. It was noted that the hcp had already programmed the pump to minimum rate mode and that plans were to replace the pump. No symptoms were reported. On (B)(6) 2017 it was reported that the pump would be replaced that day. It was reviewed that the lowest programmable dose with 200 mcg/ml would be about 9.6 mcg and it was reported that the hcp wanted to program 10 mcg/day. No further complications were reported or anticipated.